Manufacturer narrative:
Literature article attached: "left atrial appendage closure in patients with mechanical mitral valve prosthesis: a multicenter italian pilot study". The additional patient effects and malfunctions reported in the articles are captured under separate medwatch reports. Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including prior smoking, hypertension, obesity, dyslipidemia, chronic kidney disease, diabetes mellitus, coronary artery disease, peripheral artery disease, atrial fibrillation, congestive heart failure, intracranial hemorrhage, major bleedings, stroke, transient ischemic attack, and left atrial appendage thrombosis. Some of the complications reported were leak (residual shunt), pericardial effusion, device related thrombosis, stroke, transient ischemic attack, systemic embolism, major bleeding, myocardial infarction, pulmonary embolism, and death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, "left atrial appendage closure in patients with mechanical mitral valve prosthesis: a multicenter italian pilot study", was reviewed. The article presented a retrospective, multicenter study to assess the long-term effects of left atrial appendage closure (laac) in atrial fibrillation (af) patients carriers of mechanical prosthetic mitral valve (pmv) who experienced a failure of vitamin k antagonist (vka) therapy. Devices included amulet, watchman, watchman flx, and lambre. The article concluded that laac seems to be a valuable alternative in af carriers of mechanical pmv with failure of vka therapy. This off-label, real-world clinical practice indication deserve validation in further studies. [The primary and corresponding author was alberto preda, cardio-thoraco-vascular department, electrophysiology unit, asst grande ospedale metropolitano niguarda, 20162 milan, italy, with corresponding email: preda.alberto@hsr.it]. The time frame of the study was from january 2012 to january 2022. A total of 55 patients were included in this study, of which a total of 32 (59%) received an abbott device. The average age was 70 years and the majority gender was male. Comorbidities included prior smoking, hypertension, obesity, dyslipidemia, chronic kidney disease, diabetes mellitus, coronary artery disease, peripheral artery disease, atrial fibrillation, congestive heart failure, intracranial hemorrhage, major bleedings, stroke, transient ischemic attack, left atrial appendage thrombosis.